Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was undersensing slightly and exhibiting higher thresholds. The lead was explanted and replaced. During the lead revision, the physician damaged the right atrial (ra) lead which was subsequently explanted and replaced as well. No patient complications have been reported as a result of this event.